Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was during the day pts ins battery would usually go down 30%, 40%, or 50% and they would have to recharge it back up at 9pm. In the last couple months, it was getting harder and harder because they will go the entire day without recharging the ins and it would be fully charged when it use to always run down in charge. Pt mentioned they have always had the issue whenever they would lay on the floor they would get shocked. Pt called their manufacturer representative (rep) and the rep got upset by saying the thing was not charged up; when agent asked pt did not know what they meant by what device was not charged. Pts rep said the pt was at 0% and that was why they could not charge or get relief or move since their back was hurting. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2026 e1 (rep): additional information was received from a manufacturer representative (rep). The rep reported that they were not made aware of event pertaining to his multiple allegations. The patient called the rep to ask for a replacement remote control, so they directed him to patient services. He never once mentioned the other issues.